Manufacturer narrative:
E1 - initial reporter phone: additional phone number, (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received. Per device analysis, the reported problem was verified by functional testing. The cause was a faulty pump. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. The device was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device was intermittent working, and it would not always work. There was no delayed in therapy. Patient involvement was unknown.